Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection and skin overgrowth at the abutment site. Subsequently the patient was placed under general anesthesia on (B)(6) 2015, in order to replace the abutment.